Manufacturer narrative:
This ipg serial number was included in field advisories. Evaluation results: as returned, the ipg would not communicate due to a depleted battery. The event details and follow up do not indicate any problem with communication or charging and it is not known when the ipg was last fully charged. Once the ipg battery was recovered, the ipg passed all functional testing; therefore, the complaint could not be confirmed. The ipg passed all tests on the autotester. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04562. It was reported the pt did not have effective stimulation coverage. The physician explanted the scs system and it was reported a lumbar fusion was performed during the same procedure. Only the ipg was returned for analysis.